Event description:
In 2009, the patient reported that he has been experiencing unexplainable elevated blood glucose as high as 400 mg/dl. He has been working with his clinical nurse and medical professional to adjust his basal rates. Today, the patient's blood glucose ranged from 84-164 mg/dl. His normal blood glucose range is 90-110 mg/dl. Symptoms of elevated blood glucose are exhaustion and frequent urination. During troubleshooting, the patient was instructed to disconnect from the infusion set and to bolus. No insulin dripped from the end of the infusion tubing. He was then instructed to perform a prime, and insulin did not immediately drip from the end of the infusion tubing. He stated that he is vision impaired and he could not tell if there were air bubbles in the infusion tubing, he was advised of the importance of priming until a consistent flow of insulin drips from the end of the infusion tubing. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from the healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.